Event description:
It was reported that the patient experienced difficulty inflating this inflatable penile prosthesis (ipp) due to a hole in the cylinder. The device was removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Corrected d4: model number, lot number and catalog number.

Event description:
It was reported that the patient experienced difficulty inflating this inflatable penile prosthesis (ipp) due to a hole in the cylinder. The device was removed and a new ipp was implanted. There were no patient complications reported.